Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
It was initially reported that during transferring the patient using the ceiling lift ,the sling cracked at loop location. Patient did not fall and did not sustain any injuries.